Event description:
Reporter alleged the blood glucose monitoring device read low results while being hospitalized and treated for high blood glucose. Reporter stated readings were 71 & 81 mg/dl however the doctor's readings were 260, 265, & 300 mg/dl so customer's diabetes medications were changed and increased in dosage. Reporter stated afterwards, glucose readings were high, value not provided, and customer was taken to hospital where was admitted for 3 months and treated for high blood glucose. Reporter indicated no controls were used and a request was made for the return of the suspect device and replacement product was sent.